Event description:
The customer contacted baxter's technical service center to report the heater on the homechoice (hc) was not warming up. This occurred during use while the patient was connected. The home patient (hp) stated the heater takes a very long time to warm up and first fill is not warm. The technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated the heater was not warming up. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported difficulties of heater not warming was confirmed in the device logs but not duplicated during pal evaluation. Rite (return instrument test/evaluation) test was performed by the product analysis lab (pal). The device passed rite functional test for the reported difficulties, and passed rite electrical test and was found to have met rite specification. Troubleshooting of the device was performed by the pal and the device functioned normally during troubleshooting. No failure or malfunction was identified that could have caused or contributed to the reported difficulties. The assignable cause of the reported difficulties of heater not warming was undetermined. The device was subsequently forwarded to service. Baxter will continue to monitor similar reports to determine if further actions are required.